Manufacturer narrative:
(B)(4). Batch # n57h49. The analysis found that one psee60a device was returned with no apparent damage and with a gst60w partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties during the visual and functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: was the reload loose within the jaws after loading (potential to fall out)? Or, was the reload unable to be loaded into the device at all? What was the product code of the cartridge (gst60t, ecr60d, etc.)?

Event description:
It was reported that during a wedge lobe resection, the device fired two times with no problem and on the third attempt the reload would not seat properly in the device. A second like device was tried and the reload was loaded into this device with no problem. The procedure was completed with no patient consequences reported.